Event description:
Reportedly, pt expired approx after an implant duration of 2.13 months (in 2007, after an implant date of approx two months earlier), due to unk reasons. Unk if pt death is device related.

Manufacturer narrative:
Device not returned.